Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not make exposure intermittently. Analysis of the system log file showed an error ¿timeout establishing connection with the generator". The fse replaced the power on circuit and power supply. After replacement of power on circuit and power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system was not doing exposure. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the remote service engineer, the host pc was unable to communicate with the cube within the given time. Philips has started an investigation of this complaint.